Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The original initial MDR was transmitted on (B)(6) 2016. The ack #2 was received (B)(6) 2016; however the ack #3 was not received. This MDR is the second attempt as per request by (B)(6) on (B)(6) 2016. (B)(4). Ticket 64579 from cesub help desk: the submission (B)(4) was not processed as it was not entered into the system. Please advise the user to repackage the submission using esubmitter and resubmit it. On (B)(6) 2016, at 1:46 pm, (B)(6) wrote: please read the note from cesub and please take care of the re-submission.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crtd) passed away. The cause of death was due to sepsis and infective endocarditis. No autopsy was performed. No additional information is available. The device was buried with the patient.